Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. It was reported the patient's catheter was blocked and would not aspirate but was still delivering drug. It was noted in the future if the catheter won't aspirate it would be replaced.